Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s high blood glucose level was 599, 189 mg/dl and low blood glucose was 49 mg/dl. The customer was treated with a food. Customer did not mention any symptoms related to the high and low blood glucose incident. The troubleshooting was not performed for low and high blood glucose. The insulin pump will not be returned for analysis.